Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383532 and lot number 5120912, 5211942, 5148477 and 5177517. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.

Event description:
When flushing the system with physiological solution, pressure builds up, causing the q-syte to disconnect from the system. Patients were not harmed, but we need to use extra materials (increased costs) and there is a possible risk at infection. For us it is clear that the connection between the q-syte and the system is too loose and needs extra reinforcement.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field.h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.